Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device/lab inr was 3.1/6.3. No other info was provided. The device was replaced and requested to be returned for eval.